Event description:
It was reported to medtronic neurosurgery that one week into the device's usage, staff found the connector was leaking.

Manufacturer narrative:
The system did not meet requirements for leak testing as the patient-line stopcock was cracked at the proximal port. It was noted at the hospital staff wrapped the stopcocks with sterile gauze that was fixed with medical tape and changed every day. It is unknown if this caused or contributed to the damage. A review of the manufacturing records showed no anomalies. No impact to the patient was reported.